Event description:
The health care provider (hcp) reported via the company representative that the extension/lead connection was eroding through the skin. A surgical revision was performed on (B)(6), 2015 during which they replaced boots on the connectors and irrigated. It was noted that ¿everything [was] normal following surgery¿ as of the after the revision. The doctors were going to monitor the patient and if the issue developed again they would possibly remove the system. Indications for use: parkinsons dual <(>&<)> movement disorders.

Manufacturer narrative:
Concomitant medical devices: product ID: 37642, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va0jqf9, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va0jqyg, implanted: (B)(6) 2014, product type: lead. (B)(4).